Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (type of investigation).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power management board (0670-00-1162) was not working and it was replaced. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had battery not charging issue. There was patient involvement but no harm reported.